Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain, deformation and capsular contracture baker grade I". This is for the left side. The device has been explanted and replaced with non-allergan devices.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain, deformation and capsular contracture baker grade I". This is for the left side. The device has been explanted and replaced with non-allergan devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.